Event description:
It was reported, the pt is experiencing discomfort and irritation at her lead site. The pt indicated she could feel the lead on top of her spin and around the lead site. Also, the pt fell backwards between a bleacher and a wall on an unk date. The pt is considering undergoing surgical intervention at a later date to address the issue.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.